Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a display issue with her one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter showing a line thru the display began on an unspecified time on (B)(6) 2011. She stated that she tests her glucose 3x/day and manages her diabetes with novolog insulin (pump therapy) and due to the alleged issue she continued taking her usual dose. It is unknown what kind of symptoms if any were developed due to the alleged issue. Reportedly "early on the morning" on (B)(6) 2011, she was admitted into the emergency room (ER) where her glucose was tested with an ER meter, and a glucose result of "637 mg/dl" was obtained and was also treated with IV fluids. During the initial call with customer service, the agent noted that there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (11/23/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.